Event description:
The intellanav open-irrigated catheter was selected for use during the pulmonary vein ablation procedure. It was reported that the catheter tip's temperature during ablation was higher than 40 degrees. The power mode and smart ablate were selected. Replacing the catheter resolved the issue. The procedure was completed successfully without patient complications.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.